Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered a residual build of clenz due to an improperly placed check valve at the complete blood cell (cbc) overflow chamber (vc8) to ff240 which also appeared to have leaked onto fmt4 (foam trap). There was no information provided as to how the check valve was placed in the incorrect position. While on site, the fse did not observe an active leak. The fse replaced the check valve which resolved the leak. The foam trap (fmt4) was also replaced as a preventative maintenance. While verifying the instrument, the fse repeatedly encountered ambient temperature errors. This was not associated with the leak reported by the customer. In order to resolve this issue, the fse ordered and replaced the peltier module. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to the incorrectly placed cbc overflow check valve. The instrument also generated ambient temperature errors. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that approximately 1-2 ml of clenz had leaked from the coulter hmx cap pierce hematology analyzer during a startup. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, goggles and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes, and the operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.